Event description:
The user reported that during an infusion, they noticed air in the line and on closer inspection found a crack in the pressure disc. From the reported information, there are no indications of serious injury to the patient or user as a result of this incident. Although requested, no further patient or event information was provided.

Manufacturer narrative:
(B)(4). Patient information requested and all available information is included. Although requested, the infusion set has not been received. A follow up report will be submitted with failure/investigation results should the set be received for evaluation.